Event description:
Initial phosphorus result 60.4 mg/dl repeated 3.1 mg/dl. Field service rep found the vacuum tubing contained a hole and the reagent probe was misaligned. Tubing was replaced and reagent probe was aligned. A precision check and quality controls were run and found to recover within specifications. System released back to the facility. Incorrect result was not used in pt treatment.